Event description:
A surgeon reported a patient went to another surgeon and had the intraocular lens (iol) exchanged. No reason for the exchange was given. The surgeon returned the questionnaire without filling in any information. No further information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. Not enough information was provided from the account to properly complete an investigation. Additional information was requested on 04/19/2012, 04/30/2012, and 05/14/2012 by phone, fax, and mail. A blank questionnaire was received on 05/02/2012. (B)(4).